Event description:
Reportedly the end user fell while using the rollator. The facility reported that the brakes of the rollator appeared to be worn. However, at the time of the event the end user was intoxicated. End user sustained severe facial and bodily bruising, requiring rehabilitation. It is unknown if a malfunction of the device occurred or if the end user¿s impairment was a factor.